Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient suffered an infection. The system was explanted. Further information was requested but not received. Related manufacturer reference number: 2017865-2019-18476. Related manufacturer reference number: 2017865-2019-18481.